Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) flow reading was fluctuating. As mitigation, the mechanical flow meter was used to gauge corrections needed throughout the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.